Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the shaft of the 2.75x23 xience prime stent delivery system (sds) was broken when removed from the packaging. A new device was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported shaft break appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR. Date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.